Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from her adc blood glucose meter that was higher than she felt and higher than a subsequent paramedic¿s meter result. Customer further reported that on (B)(6) 2017 she performed a test prior to going to bed and received a reading of 140 mg/dl. At 4:00 am customer¿s family found her unconscious and ¿foaming at the mouth¿ and ¿needed CPR¿. Paramedics were called and upon arrival received a reading of ¿below 30¿. Customer was treated with ¿sugar in her mouth¿ and transported to a hospital. At the time of her call, she had reportedly just gotten out of the hospital. No further information was provided by the caller as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's for the freestyle lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification and passed. A tripped trend review was completed for the reported complaint,freestyle lite meter and freestyle test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a reading from her adc blood glucose meter that was higher than she felt and higher than a subsequent paramedic¿s meter result. Customer further reported that on (B)(6) 2017 she performed a test prior to going to bed and received a reading of 140 mg/dl. At 4:00 am customer¿s family found her unconscious and ¿foaming at the mouth¿ and ¿needed CPR¿. Paramedics were called and upon arrival received a reading of ¿below 30¿. Customer was treated with ¿sugar in her mouth¿ and transported to a hospital. At the time of her call, she had reportedly just gotten out of the hospital. No further information was provided by the caller as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Patient information) in follow up report #1 was inadvertently missing. (Outcomes attributed to ae) was incorrectly entered as none selected on the follow up report #1. Both sections have been updated with the corrected information.

Event description:
Customer reported receiving a reading from her adc blood glucose meter that was higher than she felt and higher than a subsequent paramedic¿s meter result. Customer further reported that on (B)(6) 2017 she performed a test prior to going to bed and received a reading of 140 mg/dl. At 4:00 am customer¿s family found her unconscious and ¿foaming at the mouth¿ and ¿needed CPR¿. Paramedics were called and upon arrival received a reading of ¿below 30¿. Customer was treated with ¿sugar in her mouth¿ and transported to a hospital. At the time of her call, she had reportedly just gotten out of the hospital. No further information was provided by the caller as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1624512) were tested with control solution instead. All results were within the range specification and no errors were observed. In addition, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported receiving a reading from her adc blood glucose meter that was higher than she felt and higher than a subsequent paramedic¿s meter result. Customer further reported that on (B)(6) 2017 she performed a test prior to going to bed and received a reading of 140 mg/dl. At 4:00 am customer¿s family found her unconscious and ¿foaming at the mouth¿ and ¿needed CPR¿. Paramedics were called and upon arrival received a reading of ¿below 30¿. Customer was treated with ¿sugar in her mouth¿ and transported to a hospital. At the time of her call, she had reportedly just gotten out of the hospital. No further information was provided by the caller as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.